Manufacturer narrative:
Subclass: cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. The wrap was evaluated by technical services and it was determined that the cut on the wrap did not happen during manufacturing of the product. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] expired device used [expired device used], he decided to try the heat wrap anyway [intentional device misuse], the charcoal in the heating disc cracked and ripped the fabric [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) years-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number h88688, expiration date oct2016, from an unspecified date at unknown frequency for chronic back pain. Medical history was reported as none. There were no concomitant medications. On (B)(6) 2016, the patient reported using an expired device (expired in oct2016) and it did not get warm. The patient had the thermacare lower back and hip heat wrap and the charcoal in the heating disc cracked and ripped the fabric. He decided to try the heat wrap anyway on (B)(6) 2016, but it never got hot. The heat wraps were also expired. He had a box of three thermacare lower back and hip heat wraps and two of them were fine, but he had the third one on now and it was not getting hot. He also confirmed that the heat cells on this wrap were flatter than normal and when he shook the heat wrap around a little one of the charcoal discs broke the fabric that wraps around the waist. He also confirmed that the heat wraps expired in oct2016 and did not know for certain when he wore the first two from that box, but they may have been expired as well. He threw the box that the heat wraps came in away so he can not provide the upc number. He planed on purchasing more and continuing to use the thermacare lower back and hip heat wraps in the future. That particular heat wrap device permanently discontinued. Action taken with the suspect product was dose not changed. Clinical outcome of the events was unknown. Investigation summary provided by the product quality complaint group was as follows: subclass: cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. The wrap was evaluated by technical services and it was determined that the cut on the wrap did not happen during manufacturing of the product. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Follow-up (27jan2017): new information reported from the product quality complaint group includes: investigation results. Follow-up (17feb2017): follow-up attempts are completed. No further information is expected. Follow-up (13dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the events "the charcoal in the heating disc cracked and ripped the fabric" (device leakage), intentional device misuse and expired device used were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the charcoal in the heating disc cracked and ripped the fabric" (device leakage), intentional device misuse and expired device used were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.